Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Patient states she went to get in her chair and she heard a crack. Per information gathered, the complaint came with a picture attachment that showed the backrest tube broken. The part that was quoted for was the top end tube telescoping backrest.